Event description:
According to the reporter, during laparoscopic prostatectomy, the doctor placed the trocar as usual, and then when they tried to use the endoscope, the ring of the threaded anchor separated into two pieces. A new device was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10: concomitant product: bpt12sts - bpt12sts blunt 12 std threaded anchor, lot# j3h1183dy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the spring grip for the threaded anchor was broken. The trocar, duckbill seal, cannula and circular seal appeared intact. Functionally, the spring grip was evaluated, a proper weld was noted. It was reported that the ring of the threaded anchor separated into two pieces. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when excessive force was applied during clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: use special care when introducing or removing sharp-edged or sharp-angled endoscopic instruments to minimize the potential of inadve rtent damage to the seal. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.